Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received and alarm to change the insulin pump¿s battery. The customer also reported that they had a display anomaly.the screen only showed some information. The device was in their pocket when it alarmed a battery change needed. The customer¿s blood glucose level was 114 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No missing segments noted. Unit received with operating currents within specification. Unit passed self test and displacement test. No replace battery now alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.